Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) is currently underway. The reported problem (battery charger problem) has been confirmed. Upon eval, the battery charger would not power on and conveyed an md5 flash failure. The cause of the problem has been isolated to flash components u102 and u105 on computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion. No adverse event resulted from the defective charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female pt's boyfriend contacted zoll customer support to report her battery charger/modem was not powering on properly. The pt received a replacement battery charger/modem.